Event description:
Additional information received on (B)(6) 2013 stating, the surgeon felt the death is likely due to the patient's own disease. No autopsy was performed. The patient's pre-existing health condition of gastric carcinoma would have impacted the patient outcome. On (B)(6) 2012, additional information provided stated, "the sales representative advised after eight days of the surgery the patient died. That is to say, the death date is around (B)(6) 2012. The patient was not discharged home. The surgeon's opinion is that the gastric mucosal bleeding might lead to death." An autopsy was not performed. As the information was conflicting, a request for clarification was sent to confirm the surgeon's opinion as to cause of death. However, during the second procedure, it was not confirmed that the mucosal bleed was at the staple line. Bleeding was visually seen and the intent of the procedure was to stop the bleeding. Again, the cause of death is unknown and an autopsy was not performed.

Event description:
It was reported by the affiliate that during an open subtotal gastrectomy procedure, the anastomosis bled after the device was fired. The surgeon used sutures to stop the bleeding and complete the procedure. The patient was fine. Subsequently, the patient died.

Manufacturer narrative:
(B)(4). Additional information provided: what device was used for the proximal and distal transection? Tl devices. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string device. How was the purse string placed, by hand or with an assist device? By device. Was the spike of the trocar inserted lateral or through the staple line? Na. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3. Was buttressing material utilized? Yes. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired? Crunch heard were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Donut confirmation. Did the operation change significantly as a result of the device issue? Change to use hand sewing. What is the patients age and sex? To be advised. The patient is dead now. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. They changed to use cdh products. What is the patients age and sex? To be advised. The patient is dead now. Was the patient's death related to the device function? Possible. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Possible. The hospital was reluctant to provide any more information. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
Based on the information provided, it is not clear as to the cause of the patient's death. An autopsy was not performed. The device was returned and analyzed prior to learning that the patient had expired and there was no issue found with the device.